Event description:
It was reported that the pt underwent a posterior spinal procedure. It was reported that the center nut of the crosslink stripped during final tightening. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.